Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) rev. A ; product ID: (B)(4), serial/lot #: (B)(6) rev. A h2) the digital motion control was returned to the manufacturer for analysis. After functional testing, performance testing, and vis ual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the returned component had electrical failure. Codes: b01, c02, d02 the power enclosure converter was returned to the manufacturer for analysis. After functional testing, performance testing, and visu al/physical examination, the reported issue was not confirmed. The results of the analysis concluded that there was no fault found. Codes; b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) device evaluation: d9 updated. H3, h6: the manufacturer representative completed the system checkout. The manufacturer representative found that led 14 on the digital drive board was not blinking, and it should be. The manufacturer representative verified 96v in to j1. Per sedecal manual, the digital drive board should be replaced, and the manufacturer representative replaced and calibrated the digital drive board. The system was still not driving properly. The system would drive for 1-2 feet, then beep, and the drive would shutdown, and it then recovered and would move another 1-2 feet. The manufacturer representative measured tp 3 and 6 on digital drive board, and they were both 2.59 v. The manufacturer representative noticed that when they extended the gantry, they heard the same beep, and lost drive function, also noticed that the meter which was still connected to tp6 dropped to 0 v. This also happened when moving the gantry left, right, and up/down. The manufacturer representative measured the 96 v directly out of the power conversion, and found that the voltage was being lost there. The manufacturer representative, replaced the power conversion enclosure, and reloaded firmware to it. The system was now not losing drive power, and was beeping. But, when the manufacturer representative drove the system about 20 feet, they heard loud clanking noises, and the noises got worse as they got back to the room. The manufacturer representative disengaged the clutch, and the left drive chain was moving normally, and the right drive chain was not moving, and they heard a whining noise from the motor. The manufacturer representative replaced the drive motor, and drove the system around in both forward, and reverse with no issues. The system was now driving normally, and the manufacturer representative completed system checkout. B01, c02, c13, d02 are applicable. H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: (B)(6) rev. A. Product ID: bi71000433, serial/lot #: (B)(6) rev. 1. H6: products have been returned medtronic for analysis, but analysis was not yet completed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated for (B)(4) to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly and the complaint was verified. The drive motor assembly was tested on a test system and the assembly failed. The motor would not engage but the drive gears would not rotate. The motor drive assembly was faulty. Codes b01,d02 are applicable and previously reported. Code c07 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was stopping when it was driving. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000953, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.